Event description:
It was reported that pulse generator exhibited backup mode. The patient was not pacemaker dependent. The backup mode was observed prior to a cataract surgery that the patient had. Post surgery, the device could not be interrogated. There was no telemetry and no magnet rate. In 2009, the pulse generator was explanted and replaced.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received and showed a history of mixed astigmatism and guttata with some pigment (pre-existing). The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is twenty four of thirty nine.

Manufacturer narrative:
Final analysis found no telemetry. This was due to a short on the flex circuit.